Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that over time the lip ring around the reservoir had been cracking and parts have broke off. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.